Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that a guide wire tip detachment occurred. The target location was an area of liver abscess. A .038 accustick¿ ii introducer was used and removed from the patient. Eleven days later, it was noticed that a portion of the wire remained in the patient. It is believed that the wire most likely sheared while removing the needle and the missing tip was not identified at the time of the procedure. No action was taken to remove the tip. The patient was ill before and after event with abscess, no change in status.